Event description:
It was reported that device was overheating up to 59 degrees. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. Premarket (510k) number is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found wear and tear damage to the top and bottom enclosures, outdated main board and distribution cable as well as oil leaking from the motor. Functional testing found temperature shown on the display rose to 59 degrees but the actual temperature taken with a digital thermometer was normal. The control panel (display) is faulty. The root cause of the issue could not be determined. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4).